Manufacturer narrative:
No malfunction of the power wheelchair suspected. The end user was struck by a motor vehicle while crossing the street in the power wheelchair.

Event description:
End user was reportedly crossing the roadway in a crosswalk in the power wheelchair when she was struck and then dragged by a motor vehicle.